Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 1st of february 2017 for further investigation. During the investigation the fse discovered that the pump needs to be replaced. Pump was ordered and delivered to the custome site for replacement. On the 2nd of february 2017 the pump arrived and was replaced by the fse. A quality control run was performed and all results were within specification. Instrument is functioning as intended and was relased. No further action is required by the fse. The most probable cause of the reported event was due to failure of pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2017 the customer reported that they are receiving low total area on their g8 instrument. Customer indicated that they have inspected the waste line, replaced the sample probe and performed the decontamination procedure on the instrument. But the reported issue is still occurring. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.